Manufacturer narrative:
(B)(6). Complaint conclusion: the device was returned for analysis, but the microcatheter was not returned. The resheathing tool was returned severed into two sections. The fracture is ductile in nature. There are not material defects found on both severed ends. As observed through the sheath, the first secondary winding and then at the proximal section, the coil is severely damaged. The first secondary winding off the ball tip is damaged. The coil¿s socket ring was found lodged off the side and down under the pet angle ring. The ball tip has a flat area on the radius. It should be noted that all three coils in the complaint have similar damage at the proximal end of the coil. The proximal end of the coil is severely damaged. The evidence suggests that distal interference may have contributed to the coil¿s resistance inside the microcatheter. The exact source of the interference cannot be determined. In addition, without the return of the microcatheter and the hemostatic valve used in the procedure, it cannot be determined if these components contributed to the complaint event. There was no evidence that the complaint was related to a manufacturing issue; therefore, no corrective action was taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803...

Event description:
During a non-emergency procedure to treat an 8mm aneurysm in his m1 segment, there was resistance/friction with three coils and during analysis, it was discovered that all three coils were damaged. A courier .017 microcatheter with a 90¿ angle was used in the procedure. The physician stated that upon insertion of the first coil, an 8x30 presdio 10 some resistance was felt, but the second 8x30 worked well a a 7x30 had the same result with resistance being felt. The coil was removed and a second 7x30 was used, but was also difficult to advance as well. Subsequently 8 more micrus coils were used and all were implanted successfully. The patient is doing well and the physician was happy with the final result.